Manufacturer narrative:
(B)(4).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during a xenform soft tissue repair matrix (a boston scientific product) placement procedure using a precision twist transvaginal anchor system, the anchor would not stay seated in the bone.the physician completed the procedure with another precision twist transvaginal anchor system, without complications to the patient, who is reportedly "fine" post-procedure.